Event description:
The replacement tube had fallen out. The assumption was made that the balloon burst. The patient went to the hospital and the staff inserted a new tube at the bedside. No sedation was required.